Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. There is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
Subsequent to the previously filed medwatch, the following new information was received: the patient was readmitted experiencing hypotension and lightheadedness with chest pain. ECG indicated a new t wave inversion with a light bump in troponins. The patient was taken to the cath lab. The xience alpine stent in the lad was confirmed to be patent. The patient was taken back to the critical care unit and was placed on medication. The patient was discharged to home without any further treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2015 the 3.25 x 15 mm xience alpine stent was deployed for treatment of a lesion in an unspecified artery. On (B)(6) 2015, the patient was rehospitalized for other cardiovascular symptoms. No additional information was provided.